Event description:
Pt developed induration and erythema at treatment sites one week after treatment with cosmoderm. Follow up findings: physician treated the symptoms with topical cream and oral motrin.